Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported and it was not reported if the patient was hospitalized. Treatment was not provided on the event. The patient was also reported to have bacterial translocation, but there was no additional information on this. The patient was reported to have died with a cause of transmigration peritonitis. Additional information could not be obtained about this event as the reporter declined further contact on the event.